Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The root cause for the missing locking nut cannot be positively identified is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support for an unrelated issue. During servicing of the patient's belt a reportable problem was discovered. The electrode belt trunk cable connector was damaged. The patient was issued a replacement electrode belt.